Event description:
The user facility reported that the wire of temperature line of the catheter was bare. The doctor used the faulty catheter by wrapping the bare wire with gauze. The pressure pattern was displayed, however, the temperature was not displayed. No pt injury was reported. The pt was not in transit. The catheter was zeroed prior to insertion.